Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed an error message for low transmitter battery. There was no report of injury or medical intervention. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The data log was provided by the patient. The data was reviewed on 05/19/2016 and did not confirm the report of low transmitter battery, but did confirm a transmitter failure. Based on the data results findings of transmitter failure, this is now reportable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.